Manufacturer narrative:
(B)(4).

Event description:
Procedure: hemorrhoid. According to the reporter: the surgeon was performing a banded hemorrhoid procedure. While using the sigmoidoscope to look at the tissue, she perforated the colon. This resulted in a colectomy and using of both an eea 31 and eea 28 to attempt to repair the colon. The tissue was extremely friable. An anastomosis could not be done. The pt was then given an apr. The procedure was converted to open after the colon was perforated. Operative time was extended by more than thirty mins.